Event description:
A patient reported that their induo meter had several issues. Pt was getting error 4 and error 5 messages. Pt was also having a hard time getting a test to start after applying the blood sample. All these issues were not resolved wtih troubleshooting. Pt did not have any symptoms. There was no medical intervention or treatment given. The meter was replaced for pt. No further information has been reported.